Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged and package teared. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. It was noted that the product packaging was returned. On visual evaluation, the device appeared clean and the device was received with both the slides in their initial positions. And it was further noted that the package was torn and welted. Additionally, three electronic photos were provided for review. The first photo shows the outer package label where the specifications were verified. The second photo shows the inner package of the device where three devices were shown and it was noted that the shape of the package is in distorted condition and third photo shows the front side of the package where the device is visible and the package is in distorted condition therefore, based on the findings, the reported failure breach of sterile barrier can be confirmed as the package was noted to be torn and welted. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged and package teared. There was no patient contact.